Event description:
The device became stuck in the patient during deployment. After 20 minutes of manipulation, the device was pulled out. Additional manual pressure was needed. There was no apparent adverse affect on the patient.